Event description:
Add'l info rec'd from MFR 10/1/02: this product is called the "the closer s" and it has a catalog number of: 12359. The lot number is 810156h. The physician was attempting arteriotomy closure with the device. During this procedure tissue capture was achieved with only one of two sutures. A second device was employed with similar results. Closure was then achieved with manual compression. The facility has not provided any info that goes beyond this detail. The inspection of the returned device yielded the following observations. The plunger, suture and cuffs were not returned with the device. A proxy plunger was inserted into the returned device and showed that needle trajectory was acceptable. There were no abnormal observations that could have contributed to the reported unsuccessful cuff retrieval. The device history record was reviewed and no deviations were found relevant to this investigation. Co was not able to establish a root cause based on the findings in this investigation. As reported above, MFR inspected and tested the returned device and reviewed the device history record. Date received: 6/3/02. The device was returned to MFR and it was tested as part of this investigation.

Event description:
Upon deployment of device, needles. Only had one suture connected. Wire re-inserted and device removed. Second device then advanced and upon deployment of needles again only one suture was connected. Device removed and manual pressure held to puncture site.